Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to contamination. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with tienam (intraperitoneally (ip), 1 gram, every day, for 6 days) and cipro (ip, 200 gram, every day, for 6 days) for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. Six days after the onset, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.